Event description:
The customer returned the product for system failure (backup audible alarm v1.6.5), during device evaluation the alarm was confirmed. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified that this device has not been in for repairs for the last 12 months. The complaint was verified during review of the device¿s alarm history. The main printed circuit board (pcb) was replaced to repair the issue. A performance verification test (pvt) was performed, and the device passed all testing criteria. The device was reset to standard configuration.